Event description:
During a routine device exchange procedure, a loss of capture was observed on the replacement device. The device was explanted and another device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis performed, including output verification as well as inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.